Manufacturer narrative:
(B)(4).

Event description:
It was further reported that as per death certificate, the immediate cause of death is cardiac event and the secondary cause of death is cardiovascular disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis and was 11 mm long with a reference vessel diameter of 4.0mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 12mm promus element¿ plus. Following post dilatation, residual stenosis was 0%. One day post-procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to emergency room (ER) with complaints of cardiopulmonary resuscitation (CPR) and the patient was unresponsive at the time of admission. Preceding the arrest, the patient collapsed and went to cardiac arrest. The presenting cardiac rhythm was asystole and several medications were given. Despite of the emergency department (ed) evaluation and treatment, the patient was expired. The cause of death is cardiac arrest.